Event description:
I had allergan textured implants which caused hardening in the left breast. Initial implant was done (B)(6) 2017. I had to have the implants removed from both breasts and the scar tissue removed (capsulectomy) in my left breast on (B)(6) 2018. The allergan textured implants were removed and replaced with new allergan textured silicone full profile implants (style trf-560). My left breast now has adjacent hardening and it will not move freely. I get pain in the side of my left breast and the armpit. There is now a recall on these specific implants. They have been problematic for me. FDA safety report ID# (B)(4).